Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and was able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer clicks but won¿t open due to a broken plunger. A field service engineer replaced the plunger to resolve this issue. The system functioned as intended after a field service engineer repaired the issue.